Event description:
A malfunction was reported on the pump, which led to the customer's blood glucose level being displayed as "high," although the specific value was unknown. The issue caused the blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and received normal assistance from a third party, but was not incapacitated. Technical support arranged for the pump to be replaced and provided instructions for the customer to return the problematic pump using a prepaid label. The customer also received guidance on using a new g7 sensor with the replacement pump, and acknowledged these steps alongside instructions for putting the pump into storage mode.